Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse upgraded the software to the current revision the unit passed all testing and operates within the manufacturing specifications.(B)(4).

Event description:
Covidien received information stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.